Manufacturer narrative:
(B)(4). Optimal device performance information was provided to the surgeon to include the consistent use of gst cartridges in thick tissue applications and pulse firing the device when in thick tissue.

Event description:
It was reported that the surgeon informed the team that he uses echelon gst60t with seamguard for the first firing on the antrum of a sleeve. He routinely fires the stapler on the first firing at a maximum of 2 cm lateral to the pylorus where the tissue is extremely thick. He mentioned that he had one surgical procedure where there was serosal tearing identified lateral to the staple line. The staple line looked good and had proper b-form, but because of the serosal tearing the surgeon decided to convert the procedure from a gastric sleeve to a gastric bypass procedure.